Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 375 mg/dl, 400 mg/dl, and 25 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04199 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a bone rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, while attempting to ablate a bone tumor, a console error (e01, e03) occurred. Roll-off was not able to be achieved and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Customer's meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in the meter memory. This is a final report.